Manufacturer narrative:
Visual inspection: the following observations were made during the visual inspection: no abnormalities. Permeability test: the test showed that the m.blue is permeable. Computer control test: the computer control test showed the opening pressure of the differential unit of the valve, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 0.53 cmh2o. This is within the specified tolerance of 0 - 4 cmh2o. Additionally, the gravitational unit of the valve was tested according to standard procedure in the vertical position of the valve. At an opening pressure of 20 cmh2o in the vertical position, a pressure of 20 ± 8 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the gravitational unit of the m.blue had a pressure of 5.76 cmh2o. This is not within the specified tolerance of 20 ± 8 cmh2o. According to our results, we can detect a presence of an accelerated outflow. Adjustability test: the m.blue was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the gravitational unit of the m.blue was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, no visible deposits were found in m.blue before colouring. For more detailed visibility, the valve was inserted in a colouring solution to make possible proteins/deposits visible. [Colouring solution consisting of coomassi brilliant blue r mixed with 0.6% ethanol and distilled water]. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was an accelerated outflow at the time of our investigation. Detected deposits could be named as the cause of the accelerated outflow. The spontaneously adjustment could not be confirmed at the time of investigation. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a m.blue (part # fx801t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, it was believed that the valve was self- adjusting. The patient underwent a revision procedure on (B)(6) 2023. The complaint device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient information has been made available. Age: 33 years. Height: 158 centimeters (cm). Weight: 60 kilograms (kg). Gender: female.